Event description:
Customer reported the catheter kinked about 8 inches from the distal tip inside the patient while performing an angiogram of the arterial anastomosis. They say this has happened several times but have not reported it until now. The customer also stated this happens when there is tortuous anatomy. They were able to advance the guide wire by manipulating the catheter and then were able to remove the catheter and wire together. They were able to complete the procedure. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. Review of the complaint data base did not reveal any similar complaints for this lot. The device was examined visually and the complaint was confirmed. The catheter was kinked in the body tubing approximately 43.1cm from the distal end of the molded strain relief. Catheter was used on a patient with tortuous anatomy which could be a contributing factor to the kink and the difficulty in catheter removal. Evaluation method: device history review, complaint data base was reviewed. Results: catheter. Conclusions: patient's condition affected effectiveness of device.